Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that there were high impedances with a controller that would not allow intensity adjustment. The patient reported a ¿pop¿ feeling in the back about a week earlier and denied any recent falls or injuries. An impedance check identified high impedance on lead contacts 0¿7, which were reported as unusable, and the high impedance was not observed on the day of surgery. The patient was treated with an impedance check and reprogramming to use the 8¿16 led to achieve bilateral coverage. The issue was reported as ongoing, and the patient was reported alive with no injury. The manufacturer representative (rep) indicated they would send any further information as they become aware.